Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a patient disconnect message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse was unable to find any vent inop or check vent alarms in the recent significant log. It seemed to power on properly, but alarmed due to patient settings and no patient circuit connected. The rse recommended the fse to perform the performance and verification test. A field service engineer (fse) was dispatched out for service and repair. The fse performed the inspection and all passed. The fse could not duplicate the reported problem. The investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17358.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.